Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was crimped within 3 hours of insertion on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 which resulted in elevated blood glucose (600 mg/dl), therefore patient had received correction injection via multi daily injection (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3.